Manufacturer narrative:
It was reported that the screen of a patient¿s liberty select cycler went blank during dwell one of their peritoneal dialysis (pd) treatment. The cycler received an invalid sensor reading alarm and the cycler was rebooted. After the reboot the cycler¿s screen went blank. The cycler was plugged into a working outlet. The ok and stop keys were on. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested however to date has not been provided. Upon physical evaluation of the cycler by the manufacturer, it was evidence of an internal short was identified on the transformer on the inverter board.

Event description:
It was reported that the screen of a patient¿s liberty select cycler went blank during dwell one of their peritoneal dialysis (pd) treatment. The cycler received an invalid sensor reading alarm and the cycler was rebooted. After the reboot the cycler¿s screen went blank. The cycler was plugged into a working outlet. The ok and stop keys were on. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested however to date has not been provided. Upon physical evaluation of the cycler by the manufacturer, it was evidence of an internal short was identified on the transformer on the inverter board.

Manufacturer narrative:
The investigation summary was inadvertently entered incorrectly. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. The screen brightness was set to 10, however the screen was dim. It was identified that the cause for the dim screen was due to an internal short present on transformer (t1) on the inverter board. The inverter board is located on the rear of the touch screen. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. The go/no go gauge check passed. The load cell was within tolerance. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a shorted transformer on the inverter board. The cycler was refurbished following the evaluation.